Event description:
It was reported that the patient's device was showing high impedance and the patient had hoarseness since vns implant. The patient feels the stimulation. X-rays were taken and the generator was turned off. X-rays were reviewed by the manufacturer which revealed no anomalies. No manipulation or trauma occurred. Per physician, the hoarseness has not resolved since device turned off and they feel the patient has paresis of the vocal cords. The physician plans to remove the vns and not replace it as they feel it has caused damage. No surgery has occurred to date.

Manufacturer narrative:
Manufacturer review x-rays of implanted device. X-rays reviewed by the manufacturer, no gross lead discontinuities visualized. Device failure is suspected, but did not cause or contribute to a death or serious injury.